Event description:
It was reported that the megasuture cut needle driver had a broken cable at the distal end. Nothing is reported to have fallen into the patient. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument has been returned to isi for evaluation. Complaint cable broke at the distal end is confirmed. Grip cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. No other damage found.